Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the unique device identifier (UDI) # as well as expiration date could not be obtained. Device evaluation could not be performed because the affected device was discarded at the user facility and was not returned. Lot history review of the reported gaia second could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information, results of lot history records review, and referring to known similar event, it was presumed that stress generated with torqueing manipulation, pushing and/or pulling manipulation might have been locally applied on the tip of the gaia second guide wire when the wire tip was caught by the cto. Consequently, the wire tip could be fractured. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi gaia second guide wire had fractured during a percutaneous coronary intervention (pci) for the 50% stenosis in the left main trunk (lmt) and the chronic total occlusion (cto) in the left circumflex artery (lcx). The gaia second guide wire was delivered to the lcx with the support of an unspecified microcatheter via a 6f unspecified guide catheter. When the guide wire was advanced to cross the lesion, the wire tip was separated. Attempts to retrieve the wire fragment using a snare via an 8f sheath were unsuccessful. In the end, stenting was performed from the lmt into the lad to treat the stenosis in the ostial and distal lmt. The wire fragment was trapped behind the stent. It was informed that there were no complications associated with this event and no additional drugs were necessary. The patient was reportedly fine.